Manufacturer narrative:
Gender: m. Method: device history review; complaint history review; risk assessment. Results: the reported device was confirmed to have collapsed upon review of x-ray images. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: failure of the implant could not be confirmed as loss of height can be expected due to the settling of the implant post-operation.

Event description:
It was reported that the patient heard a loud popping noiseand reported it to (B)(6) took a scan and realized that the cage had collapsed.

Event description:
It was reported that the patient heard a loud popping noise and reported it to dr. (B)(6). Dr. (B)(6) took a scan and realized that the cage had collapsed.

Manufacturer narrative:
Patient identifier: (B)(6). Medical records indicated: intact hardware. No evidence of breakage or loosening. It looks like there has been some settling throughout the expandable cage. The settling through the cage is probably the pop that the patient felt. Per x-rays review the implant reduced in height by approximately 1mm. 1mm settling is normal per the surgical technique. The implant locks at discreet 1mm increments so it is possible for the implant to settle by 1mm after the surgery if the implant was not fully expanded to the next level. 1mm settling does not indicate a failure of the device. In conclusion, the implant performed as intended.

Event description:
It was reported that the patient heard a loud popping noise and reported it to dr. (B)(6). Dr. (B)(6) took a scan and realized that the cage reduced in height post-op. The patient is asymptomatic.